Event description:
It is reported that the a-frame fractured while hitting the cup impactor for a tha. The a-frame and broken screw were recovered.

Manufacturer narrative:
Evaluation summary: the screw might have been fractured due to the high impact load. Cause cannot be definitively determined. Evaluation codes: as returned, the a-frame is missing the screw attachment. It is reported that the screw fractured during impaction and was not returned for evaluation. The device was manufactured in feb 2006 and could have a potential field age of approx 2 years. Device history records indicate device manufactured to specification.